Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2024-00533. It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead and right atrial (ra) lead. The rv lead was capped and replaced to resolve the event. The ra lead was reconnected to the device and remains implanted. Ra and rv lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging or the revision procedure.